Event description:
Ventilator reading with low exhaled tidal volumes. Md at bedside. Order to change vent. Attempted to change circuit first with no change. Ventilator changed out. Patient with good return tidal volumes after ventilator changed. Ventilator removed and taken out of service. Carefusion called to check ventilator.